Event description:
(B)(6) 2013, the reporter contacted animas alleging that the display screen was dimming. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 (B)(4) 2013 ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the display screen was found to be faded and discolored. The display screen was replaced with a test screen and the display returned to normal. Unrelated to the complaint, the keypad was found to be peeling from the ok button up to the contrast button. All of the keypad buttons were confirmed to be functioning.